Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the surgeon used the device to seal and cut while making the colpotomy. As stated, the jaws were stuck but they tried to keep jaws closed and pulling gray trigger forward to retract the blade. However, it did not work. They opened and used scalpel in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: visual inspection found the knife is in the extended position in the jaws. The insulation on the hook is slightly damaged. The investigation found the knife was stuck in the extended position. The knife would not retract back into the device. The knife was inside of the knife track. The jaws open and close normally when the handle is activated. The reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.